Event description:
New information notes that the lead was not explanted in (B)(6) 2012 as initially reported. At a recent follow-up in (B)(6) 2013, the high hv lead impedance continued. The svc portion of the lead was programmed off. The lead remains implanted.

Event description:
It was reported that high impedance was observed on the lead. Lead was explanted.